Event description:
The event is reported as: the tracheal cuff leaked. Defect found upon pre-testing device before pt use. No pt injury reported.

Manufacturer narrative:
Device has not been rec'd at time of this report. A f/u report will be sent when investigation is completed.